Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant date prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced pain at the thoracic spine. The patient underwent a spinal cord stimulator (scs) paddle lead replacement, was doing well postoperatively and the explanted device was kept by the facility.